Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in spec with respect to the reported constant upstream occlusion alarms, which were not reproduced. The message were confirmed through review of the event history log. The device passed testing and no component could not be identified for causality.